Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when the patient was in the post anesthesia care unit following a non-cardiac related procedure, the pacemaker was found to be pacing at the maximum sensor rate. The issue was resolved by turning the minute ventilation feature on the device to passive. No adverse patient effects were reported.